Manufacturer narrative:
An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch; no issues were observed. Data was extracted using approved software, and extraction was successful. Log file review and analysis concluded that the sensor state 7 with event code 11,224,227 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with esa (early sensor attenuation) termination in which physiological issues from the user have degraded the sensor tail which can degrade readings. As a result, the sensor recognized this attenuation and terminated to protect the user from unreliable glucose values. Therefore, this issue is not confirmed due to esa. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "glucose reading unavailable" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer experienced seizure and a symptom described as having "tongue cramp". The customer was unable to self-treat, requiring third-party to provide a glucose tablet for treatment. There was no report of death or permanent impairment associated with this event.